Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/23/2017 with the following findings: a review of the pump¿s black box data history showed unexplained pump reboot events. During visual inspection of the pump, it was observed that the returned battery cap was undamaged and able to fit securely to the pump. Moisture corrosion was observed in the battery canister. The returned battery cap was fastened and then unscrewed half which led to a power reboot. The initial complaint about a power issue was duplicated due to moisture corrosion. The pump¿s cover was removed and there was no moisture found on the printed circuit board (pcb) or internal components. The returned battery cap¿s height and width were within specification. There was no damage found to the returned battery cap and it was able to securely attach to the pump. The battery cap was fastened and the pump was exercised for 24 hours with the returned battery cap and there were no further power issues.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.